Manufacturer narrative:
(B)(4). Batch # unk. Following information was requested but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during an unknown procedure, the tips did not open. The blade tip was not broken off and no pieces fell into the patient. Generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.